Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It is reported that the stent became obstructed after 10 days indwelling. Upon receipt of the sample, the stent was encrusted.